Event description:
It was reported that the patient experienced phrenic nerve stimulation and the left ventricular lead dislodged. The lead was explanted and replaced during a device upgrade procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.